Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the patient was unable to get acceptable readings. The lead was repositioned but the helix would not extend. The physician attempted to place the lead in other positions and the lead would still not extend. The lead was taken out of the pocket, placed on the table, and would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the helix does not extend due to the driveshaft lug being over rotated past the retraction stop. If information is provided in the future, a supplemental report will be issued.